Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was unavailable, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter product surveillance on the (B)(6) 2011 regarding a report of a leaking drain bag on a continuous ambulatory peritoneal dialysis y-set. The patient was not connected. The patient stated when they were analyzing the bag for fibrin after therapy, there was fluid coming out of the drain bag a drop at a time. The patient stated the hole was pinhole sized. The patient was worried about weighing the bag because they did not want it to burst. Baxter product surveillance informed the patient to speak with their nurse about weighing the bag. The patient would talk to their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.